Event description:
It was reported this patient presented to the emergency department due to two inappropriate shocks. Device data review indicated the shocks were the result of over-sensed noisy signals from this right ventricular (rv) lead. Additionally, high impedance measurements were also noted. The physician elected to surgically cap and abandon this rv lead and a replacement lead was implanted to resolve the event. Additionally, the implanted device was explanted and replaced due to normal battery depletion. This rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.

Event description:
It was reported this patient presented to the emergency department due to two inappropriate shocks. Device data review indicated the shocks were the result of over-sensed noisy signals from this right ventricular (rv) lead. Additionally, high impedance measurements were also noted. The physician elected to surgically cap and abandon this rv lead and a replacement lead was implanted to resolve the event. Additionally, the implanted device was explanted and replaced due to normal battery depletion. This rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.

Event description:
It was reported this patient presented to the emergency department due to two inappropriate shocks. Device data review indicated the shocks were the result of over-sensed noisy signals from this right ventricular (rv) lead. Additionally, high impedance measurements were also noted. The physician elected to surgically cap and abandon this rv lead and a replacement lead was implanted to resolve the event. Additionally, the implanted device was explanted and replaced, but it is unknown if the device was a boston scientific product. Information has been requested regarding the specific lead and device information, as well as information regarding the healthcare facility, but this has not yet been received. This rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.